Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the equipment and a review of the error logs. The complaint was confirmed and the exhalation valve assembly was replaced. The equipment was calibrated and was returned to service.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit stopped mechanical ventilation, and the alarms were not raised on the device itself until a few minutes had passed. There was no reported patient injury.